Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was found to have a broken bipolar yaw pulley. The broken piece, approximately 0.088¿ x 0.227", was missing as a result of breakage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the long bipolar grasper jaws were not closing. The procedure was completed with no reported injury.